Event description:
The customer reported experiencing low blood glucose of 40mg/dl during night time. Troubleshooting was performed, and his blood glucose was 571mg/dl at time to call. During troubleshooting, the customer mentioned being admitted in the hospital with low blood glucose. The customer stated that the device was not exposed to a high magnetic field. The drive support cap appears normal. The time, date, and basal rates were correct. Assisted the caller to run a manual prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.